Event description:
On (B)(6) 2011, pt reported she "may have had concerns" with the up and down buttons on the infusion device. She initially reported the up and down buttons are wearing out and do not respond as fast as they used to, but she then reported the infusion device was "okay and still working." Both the up and down buttons functioned correctly during the troubleshooting call. Pt boluses 6-7 times per day and has used this infusion device for about 4 years. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval.